Event description:
It was reported that the insulin pump alarmed during the manual prime. The drive support cap was noted to be normal. No further information reported.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test, due to protruded and loose drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window and scratches on reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.